Event description:
It was reported that the customer had inaccurate readings occur with their glucose sensor. The customer's insulin pump and their glucose sensor had significantly different values. The customer's blood glucose level was not reported. Customer will call again to trouble shoot if problems persist. No further information provided.